Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the liquid crystal display isolation tape noted. The insulin pump passed the self test. No unexpected alarms were noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was 87 mg/dl. Customer stated that the insulin pump had scratches on the screen. It was also found in the alarm history that the insulin pump alarmed unexpected restart and external ram crc error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.